Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). An unknown biomet screw and an unknown biomet abutment were returned for investigation. Visual inspection of the as returned products identified fractures of abutment and screw inside abutment. Dr retrieved broken screw from implant but did not send with other products. The reported device's location is unknown and was used for approximately 19 years or more as the dr stated that it was placed in the 90¿s. X-ray image was provided by the customer. The x-ray image shows the product in the patient's mouth. A fracture on the product, in the x-ray image, is not noticeable. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (unknown biomet screw and unknown biomet abutment) dating back to 12 months. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Complainant reported fractured screw and abutment. An unknown biomet screw and an unknown biomet abutment were returned for investigation. The reported event is confirmed following inspection and evaluation. A definitive root cause for this complaint could not be determined. The following sections have been updated: b4: date of this report . G4: date received by manufacturer . G7: type of report, follow-up number . H2: follow up type . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes . H10: additional narrative.

Manufacturer narrative:
Zimmer biomet (B)(4). Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Date of event unknown / not provided. Brand name unknown / not provided. Device product code unknown / not provided. Catalog and lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the unknown biomet screw fractured.